Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the trocar leaked pneumo. Source replaced the trocar and this resolved the leak. There was no consequence to the pt.